Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report number 2916596-2017-01242 and the pump pocket infection was reported under medwatch MFR report number 2916596-2017-01632. (B)(4). Approximate age of device ¿ 9 months. (B)(6). Device evaluation: the report of thrombus was confirmed during the evaluation of the pump. Examination of the pump blood-contacting surfaces found a red, denatured, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating the thrombus did not likely form in the outlet stator. Contact marks observed on the tapered section of the pump rotor and outlet bearing cup indicated that the thrombus was present while the pump was operating. The observed thrombus could have contributed to the reported increase in ldh. The origins of the thrombus could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii lvad. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2016. It was reported that the patent's lactate dehydrogenase (ldh) level was over 1000 u/l. The patient underwent a pump exchange on (B)(6) 2017 due to suspected thrombus. No additional information was provided.